Event description:
It was reported that the customer had a motor error alarm during bolus on insulin pump. The customer blood glucose level was 198 mg/dl. It was explained to the customer that the a motor error alarm may be cause by viewing glucose sensor graph while the insulin pump is delivering bolus. The trouble shooting was performed. The customer was advised to discontinued the use of the pump and revert to backup plan. The customer was advised that the insulin pump will be replaced. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.